Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information or device become available, it will be reported on a supplemental report.

Event description:
It was reported that "during an eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final seating of the stem. Surgeon prepared the femur by broaching with size 5-7 cutting edge advantage broach and a size 7-8 rejuvenate before implanting a size 8 rejuvenate stem. During the final impaction of the stem, the calcar fractured. Surgeon cabled the femur to stabilize the fracture."